Manufacturer narrative:
No samples, pictures, or lot number information was provided to confirm the event or allow testing. This event and others will continue to be trended to determine if corrective action is needed.

Event description:
Per the physician's office/surgery coordinator, the patient underwent thoracoscopic surgery on (B)(6) 2023. The patient came to the clinic on (B)(6) 2023, with dermal side effects, suffering from blisters and induration on exofin application sites. The patient is awaiting lymphoma treatment as the steroid treatment for the skin issue has delayed treatment.